Event description:
The push button of the device failed to retract the needle completely into cover of the device.

Manufacturer narrative:
An opportunity for device improvement was previously identified. Improvement has been tested and implemented in all future production lots. 160 samples from several lots were tested and the issue could not be reproduced.